Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as occurring when the emergency medical services (ems) personnel (called for other indications) did not wear a mask or take proper precautions while unhooking the patient from the homechoice device. The patient was hospitalized for other indications. On unknown date while hospitalized, the patient was diagnosed with peritonitis. On an unknown date the patient was treated with intraperitoneal maxipime (dose, frequency and duration not reported). Action with dianeal therapy was ongoing. At the time of this report the pd nurse reported the patient was recovering from this peritonitis event; however, the patient reported they were recovered from this peritonitis event. The patient was discharged six days after admission. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The patient was hospitalized (B)(6) 2015 and discharged (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.